Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. After crossing the tricuspid valve, the capsule could not be retracted. A new system was prepared, and the procedure was successfully completed. There was no patient injury during the procedure, and the patient is doing well. There were no challenges during prep, no patient tortuosity even though this was left sided groin access, and no difficulties with insertion. Attempts to retract the inner capsule were not made as the system was unusable with the outer capsule immobile.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.